Event description:
The customer reported unable to acquire a 12 lead ECG. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4). The philips repair bench evaluated the device and was unable to recreate the 12 lead problem. No trouble was found. The customer did not send in the ECG cables for evaluation. The customer stated they tested the device with known working ECG cables and the problem persisted. The repair bench did find a worn and discolored ECG connector on the device. The measurement panel was replaced for preventative maintenance. The device passed all performance assurance testing and was returned to the customer. Philips is unable to confirm the reported problem. As of (B)(4) 2012 the customer has not reported any further trouble with this device.